Manufacturer narrative:
Block b3: date of event was approximated to 06/01/2026 based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of basket wire detachment. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a procedure, reportedly, when the basket was used to retrieve the stone fragment, the tip broke inside the patient. The physician was using the basket with a laser and there were no pieces of fragment was left inside the patient. No further information has been obtained despite good faith efforts.